Manufacturer narrative:
The test strips were requested for investigation. The customer meter and test strips were tested with a retention control and the result was 2.0 inr. The result from a retention meter and the customer strips with a retention control was 1.7 inr. The test strips have been forwarded on for investigation but have not been received at this time. If the product is received, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At approximately 8:56 am, the result from the meter was 4.3 inr. At approximately 9:00 am, the result from the laboratory was 3.2 inr. The patient's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
The reporter's 2 strips vials were returned for investigation. Testing results with strips 503234-11 (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr; qc 2: 2.8 inr; qc 3: 2.8 inr. Testing results with strips 480200-12 (qc range: 2.7 - 3.3 inr): qc 1: 2.8 inr; qc 2: 2.9 inr; qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields d9 and h3 have been updated.